Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage from quick release on (B)(6) 2024. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: (B)(6).